Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity and cerebral palsy. The dose and concentration were unknown. It was reported that the patient had increased spasms for two weeks (from (B)(6) 2017). The healthcare provider (hcp) attempted to aspirate from the catheter access port (cap) on (B)(6) 2017 and was unsuccessful. The patient was being authorized for catheter revision. Catheter revision was planned. They were in the approval process and had not scheduled the revision yet. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The patient¿s weight was unknown. The patient¿s medical history was unknown. The issue was not resolved. However, it was also noted that the patient¿s status was alive ¿ no injury. It was unknown when the event/difficulty occurred. There were no further complications reported.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-06. The patient underwent a catheter revision on (B)(6) 2017. The healthcare provider (hcp) replaced the pump segment and good cerebrospinal fluid (csf) was observed at the spinal incision. The hcp was starting the patient at 100 mcg/day, which was a 79% decrease as the patient was on 477.2 mcg/day. The patient was doing well at the time of the revision. The patient's weight was (B)(6) lbs. It was stated that the catheter was cut into several segments and would not be returned for analysis. The representative had no further information at the time of the report.